Manufacturer narrative:
The customer reported complaint does not itself constitute an MDR reportable event; however, the broken pitch cable found during failure analysis could cause or contribute to an adverse event if the malfunction were to recur.

Event description:
It was reported that during a da vinci-assisted hemicolectomy (left) procedure, the small grasping retractor instrument had broken cables and the jaws would not fully engage. There was no report of fragment(s) falling inside the patient, patient harm, adverse outcome or injury.